Manufacturer narrative:
The device history file for both the ecoin device (B)(6) including the sterile load history report (241430) and the procedural kit lot (300-859) available at the implantation facility were reviewed and there were no related issues found. Physician was proctored at the beginning of (B)(6) 2024) for two cases. Proctoring documentation was reviewed and no related issues were noted. The device associated with the complaint was returned for investigation. The device passed all electrical tests. The ecoin device is used to treat urgency urinary incontinence. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion on the cause of the reported issue. Therefore, the root cause code was selected as indeterminate origin.

Event description:
79 year old female implanted on (B)(6) 2024. On (B)(6) 2024, implant healing check occurred and no issues were noted. On (B)(6) 2024, patient was seen for activation and no issues were noted. Approximately 6 months post implantation on (B)(6) 2025, patient reported concern about implant site. On (B)(6) 2025, patient was seen by physician and diagnosed with skin cellulitis - blanching erythema surrounding implant area. Patient was prescribed antibiotics (cephalexin, 500 mg, tid). On (B)(6) 2025, patient reported that antibiotics did not provide relief. Subject reported the implant site had gotten "hotter" in addition to stomach pain (began on (B)(6) 2025) and a canker sore (began (B)(6) 2025). On (B)(6) 2025, this was marked resolved and patient was explanted as antibiotics failed to resolve issue. On (B)(6) 2025, no abnormalities were noted at the healing explant check. As of (B)(6) 2025, cultures were negative for infection. The site maintains the initial diagnosis of skin cellulitis.

Event description:
79 year old female implanted on (B)(6) 2024. On (B)(6) 2024, implant healing check occurred and no issues were noted. On (B)(6) 2024, patient was seen for activation and no issues were noted. Approximately 6 months post implantation on (B)(6) 2025, patient reported concern about implant site. On (b)96) 2025, patient was seen by physician and diagnosed with skin cellulitis - blanching erythema surrounding implant area. Patient was prescribed antibiotics (cephalexin, 500 mg, tid). On (B)(6) 2025, patient reported that antibiotics did not provide relief. Subject reported the implant site had gotten "hotter" in addition to stomach pain (began on (B)(6) 2025) and a canker sore (began (B)(6) 2025). On (B)(6) 2025, this was marked resolved and patient was explanted as antibiotics failed to resolve issue. On (B)(6) 2025, no abnormalities were noted at the healing explant check. As of (B)(6) 2025, cultures were negative for infection. The site maintains the initial diagnosis of skin cellulitis.